Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stem loosening. Update: 11/3/15 - litigation received. Litigation alleges patient suffers from pain, discomfort, and a doi has been provided. A head and liner are now being added to address allegations of metal on metal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/8/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, alval, osteolysis, and corrosion. The alval reaction was reported to have "eaten" away 1/2 of the femur exposing the stem. The stem was revised and while removed the stem, a crack occured. The stem was noted to be ingrown, no loosening was noted. Part/lot is being updated. The complaint was updated on: 2/29/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/28/2016 - pfs and medical records received. Pfs reported patient felt looseness, developed a-fib, swelling, numbness, shortness of breath, sweating and pain. Medical records reported alval lesion, dramatic amounts of osteolysis with femur and acetabulum, corrosion on the taper, femoral head, liner and cup, the femur was reported to have a crack after use of osteotomes to remove femoral stem and estimated blood loss of 950ml during procedure. The complaint was updated on: may 20, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or insert. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations for the stem or acetabular cup . The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.